Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No pump error 50 noted during testing. No battery or power anomalies noted during testing or in power graph.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a force sensor calibration table crc check failed alarm. The customer's blood glucose level as 69 mg/dl. The customer reported that the insulin pump kept alarm to insert new battery. The customer was unable to clear the alarm. The insulin pump will be returned for analysis.